Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that in the ICU, the user noted that the guide wire passes without difficulty, but bends/kinks easily. As a result, a new kit is opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.